Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the articular surface would not seat in tray and that the dovetail was deformed.

Manufacturer narrative:
The part was scrapped at the hospital, therefore no devices or photos were received. As such, the condition of the component is unknown. The device history records were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. This device is used for treatment. A complaint history review found no other complaints for the part/lot combination. A definitive root cause cannot be determined with the information provided.